Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and uterine adhesions ('my uterus was fused to my abdomen wall by scar tissue') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (2). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine adhesions (seriousness criterion medically significant), uterine scar ("my uterus was fused to my abdomen wall by scar tissue"), complication of device removal ("they had separate my uterus from the muscle before it could be removed"), procedural pain ("painful road to recovery"), pruritus ("I am always itchy/maybe it's a nickel allergy/maybe it's an allergy to the laundry agent"), allergy to metals ("I am always itchy/maybe it's a nickel allergy/maybe it's an allergy to the laundry agent"), dermatitis contact ("I am always itchy/maybe it's a nickel allergy/maybe it's an allergy to the laundry agent") and feeling abnormal ("maybe I am just "profanity" crazy and feel like there's bugs on me"). The patient was treated with surgery (essure device removal, separate uterus from muscle and separate uterus from muscle). Essure was removed. At the time of the report, the medical device removal, uterine adhesions, complication of device removal, procedural pain, pruritus, allergy to metals, dermatitis contact and feeling abnormal outcome was unknown. The reporter considered allergy to metals, complication of device removal, dermatitis contact, feeling abnormal, medical device removal, procedural pain, pruritus, uterine adhesions and uterine scar to be related to essure. The reporter commented: its from my two prior c-sections and wasn't repaired correctly the first time (during my second c-section). So I have a lot more stitches inside than I thought I did, which explains why I am much more sore than I thought I'd be. Concerning the injuries reported in this case, the following ones were reported via social media: complication of device removal, embedded device, procedural pain, pruritus and feeling abnormal. I'm always itchy/maybe it's a nickel allergy/maybe it's an allergy to the laundry agent and maybe I am just "profanity" crazy and feel like there's bugs on me. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: social media received. The case become an incident. New events added-medical device removal, I'm always itchy/maybe it's a nickel allergy/maybe it's an allergy to the laundry agent and maybe I am just "profanity" crazy and feel like there's bugs on me. Reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.